Event description:
Electrical issues were reported to the subject pacemaker. Reportedly when the patient was hospitalized in the beginning of (B)(6) 2014 due to cardiac arrest, high ventricular impedances were identified. On (B)(6) 2014, the pacemaker was replaced. A new v lead was implanted and the old one was abandoned. The physician suspects a defect related to the connector port.

Event description:
Electrical issues were reported to the subject pacemaker. Reportedly when the patient was hospitalized in the beginning of (B)(6) 2014 due to cardiac arrest, high ventricular impedances were identified. On (B)(6) 2014 the pacemaker was replaced. A new v lead was implanted and the old one was abandoned. The physician suspects a defect related to the connector port.

Event description:
Electrical issues were reported to the subject pacemaker. Reportedly, when the patient was hospitalized in the beginning of (B)(6) 2014 due to cardiac arrest, high ventricular impedances were identified. On (B)(6) 2014, the pacemaker was replaced. A new v lead was implanted and the old one was abandoned. The physician suspects a defect related to the connector port.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.